Event description:
The pt was reportedly experiencing intermittencies and sound quality issues. Programming adjustments were made, however this did not resolve the issue. Testing showed that the device is not functioning. The pt's device was explanted and the pt was reimplanted with another cochlear implant.